Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaints reported for units within the same lot. The investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.0/+2.0/106 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports tass was observed which subsided with medical treatment. The lens is stable in the eye.